Event description:
Customer reported device contacts contain corrosion. Customer stated the device is cleaned with prepackaged "gluco-chlor towelettes." Customer stated not being sure when the device was last cleaned. A request was made for return product and replacement product was sent.